Event description:
(B)(4). It was reported that post a stenting treatment procedure, in-stent thrombosis occurred. In (B)(6) 2011, the patient received a peri-procedural loading dose of the clopidogrel at a dosage of 300 mg and the study medication maintenance dose of clopidogrel at a dosage of 75 mg. On an unknown date, the subject was started on aspirin at a dosage of 75 mg. In (B)(6) 2011, the patient presented for the index procedure with acute coronary syndrome, with their last pain less than 24 hours previously. The first target lesion was located in the mid left anterior descending artery (lad) and was treated with placement of a 2.5 x 24mm taxus element stent. The second target lesion was located in the distal right coronary artery (rca) and was treated with placement of a 3.5 x 20mm taxus element stent. Post procedure residual stenosis was 0% with timi post 3 flow for both stents. The patient was discharged the same day. In (B)(6) 2012, the patient was randomized to clopidogrel/placebo, and was administered the first dose in (B)(6) 2012. In october 2012, the patient presented with central chest pain radiating to both arms which was not relieved by glyceryl trinitrate (gtn) spray. A repeat revascularization of the lad revealed in-stent thrombosis which was treated with angioplasty. The outcome of the event is recovered/resolved and the patient was discharged the next day.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).